Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: unknown. Event description: unable to trigger coagulation. The generator, which had been tested and used earlier during the day, went into safety mode. Then, after checking the connections and the generator's control points and changing the cable, the surgeon noticed an electric arc at the scissors. No clinical impact to the patient as a result of the event, even though there is a risk of electric arc. They placed the scissors aside. Nca complaint submission was received on 12sep25. Incident report number (B)(4). No consequences, but risk of burns to the patient and/or staff handling the medical device. Intervention: they placed the scissors aside. Patient status: patient is ok. No consequences, but risk of burns to the patient and/or staff handling the medical device.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: unable to trigger coagulation. The generator, which had been tested and used earlier during the day, went into safety mode. Then, after checking the connections and the generator's control points and changing the cable, the surgeon noticed an electric arc at the scissors. No clinical impact to the patient as a result of the event, even though there is a risk of electric arc. They placed the scissors aside. Nca complaint submission was received on 12sep25. Incident report number (B)(4). No consequences, but risk of burns to the patient and/or staff handling the medical device. Intervention: they placed the scissors aside. Patient status: patient is ok. No consequences, but risk of burns to the patient and/or staff handling the medical device.